Event description:
It was reported by repair work order that the retractable head section would not retract due to a broken load wheel casting. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.